Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, vaginal scarring and other unspecified problems. It was reported that patient underwent removal of mesh on (B)(6) 2006 for erosion of mesh. It was reported that patient underwent mesh extraction on (B)(6) 2007 for extrusion of mesh. It was reported that patient underwent mesh excision on (B)(6) 2010 for mesh extrusion and erosion. It was reported that patient underwent excision of mesh on (B)(6) 2011 for extruded mesh. It was reported that patient underwent vaginal suspension and fixation / laparoscopic lysis of peritoneal adhesions on (B)(6) 2007 for vaginal vault prolapse, adhesions and infection. No additional information was provided.